Manufacturer narrative:
A fully constrained wallflex biliary rx fully covered rmv stent and delivery system was returned for analysis. Visual examination found the outer sheath was kinked at the guidewire access port. Functional evaluation found that it was possible to deploy the stent as received. No issues noted with the stent and no other issues were noted with the device. The complainant confirmed that the correct device was returned for analysis; however, device analysis determined that the condition of the returned device was not consistent with the reported event. There was no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx stent was to be used to treat a malignant stricture in the mid-common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent got caught on the distal tip of the delivery system. The physician made several attempts to detach the stent from the delivery system but was unsuccessful. The stent was removed together with the delivery system and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 25, 2017 that a wallflex biliary rx stent was to be used to treat a malignant stricture in the mid-common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent got caught on the distal tip of the delivery system. The physician made several attempts to detach the stent from the delivery system but was unsuccessful. The stent was removed together with the delivery system and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.